Event description:
It was reported that the administration set was leaking. In addition, an occlusion was not detected even though the settings were appropriately set. A replacement was performed by the clinician. No serious injury was reported with respect to the patient.